Manufacturer narrative:
A thorough investigation was performed to identify the root cause of the reported issue. The reported issue was able to be reproduced. The engineering team determined the handle nut was not returned to its proper location during 3rd party repair. No further investigation required. No further issues reported.

Event description:
It was reported the handle of the 3d9-3v transducer had broken in half. The transducer was associated with the affiniti 50 ultrasound system at the customer¿s site. The issue was found while outside of clinical use. There was no patient or user harm associated with this event. The philips service engineer evaluated the transducer and confirmed the damage. The transducer was replaced to address the customer's immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.